Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned. The cause of the migration was reported to be unknown. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported a catheter replacement due to catheter migration. It was reported that the patient had increased pain. During the catheter replacement surgery, it was confirmed that the catheter had come out of the intrathecal space. The cause of the migration was unknown. The replaced catheter was discarded.